Event description:
Complainant alleged that during biomedical testing and routine preventive maintenance of the device, there was no video display when the device was powered on. The complainant indicated that there was no pt involvement in the reported malfunction.